Event description:
Patient admitted for possible pneumonia / hemolysis. (B)(4) study done during admission revealing inflow cannula thrombus. Patient not surgical candidate. Systemic tpa attempted but unsuccessful. Patient dnr/dni and expired.